Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The set screw functioned as designed. Found no concern with function of set screw to assemble mating parts. All other threading on components inspected to proper gaging as additional checks verifying conforming conditions. All threading conditions for parts returned indicate no non-conformance found. Assembly of components functioned as design intent. Pictures attached for evidence of assembly. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw would not work. It was not possible to thread the offset screw into stem to the offset adapter.